Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to fluid in the scope connector and a leak from the probe tip due to a crack. After the scope was processed through aeration, the image was still unable to be restored. Upon further inspection, it was observed that the control body had deep dents. It was also observed that the glue of the bending section cover was cracked. Lastly, minor dents were noted on the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope had no image and that the picture was black. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the failure of the scope jacket. Olympus will continue to monitor field performance for this device.